Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to micro dislodgement which caused the pacing to not be delivered when required. The rv lead remains in service. No additional adverse patient effects were reported.